Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 64 mg/dl. The user alleged the insulin pump was over delivering insulin due to auto mode or smart guard was automatically delivering insulin at the time of low blood glucose event. Customer stated that when he removed reservoir he noticed the smell of insulin. Customer stated that retainer ring was not damaged but said that he believes that he was getting extra insulin. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food and glucose tablet. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The device will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies. None were found. Ran basal, bolus leaking test: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir no leakage, no occluded and did not continue dripping insulin after test. (B)(4).